Manufacturer narrative:
The investigation for the reported access site bleed has been completed. Upon further review, the event of hematoma was found not reportable as the device was not prematurely removed, no blood products were given, and no other intervention was required beyond manual pressure and femostop. The root cause of the access site bleed could not be determined without additional clinical details or a returned device.

Event description:
The user facility reported a 56-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and there was placement signal unreliable alarms. Placement was verified and support continued. Additionally, the patient had a hematoma and bleeding was noted around the impella site. Manual pressure was held and a femostop was placed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿